Manufacturer narrative:
The investigation was based on the provided log file. However, the log file was only partly provided. The full log file was requested, but not available for analysis. Based on the log entries it could be confirmed that the device alarmed for ¿device failure¿ on (B)(6), 2020 at 3:56 am. At 3:57 am the alarm message "airway pressure low" was posted. A "device failure" could be caused e.g. By a significant difference in expiratory and inspiratory pressure. As the detailed error log was not provided, a detailed root cause analysis could not be performed. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal deviation concerning the ventilator an accompanying alarm message and alarm tone would be posted to inform the user about the problem. In the event of a ¿device failure¿ the device stops ventilation and the emergency-breathing valve opens to ambient to allow for spontaneous breathing. However, manual ventilation with an alternate device may be considered necessary. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device alarmed device failure 2 and shut down while on a patient. No patient injury was reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device alarmed device failure 2 and shut down while on a patient. No patient injury was reported.